Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 45 mg/dl, 60 mg/dl. Customer eat sugar and drank soft drink. Customer was not like to continue troubleshooting. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer declined troubleshooting for low blood glucose because of over bloused had low blood glucose. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.